Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl. Cause of bg level was not known. Customer administered a bolus via the pump to address the issue and went to the emergency room. Treatment provided was not known. Customer was discharged with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended. Date of event is approximate and date of discharge was not known.